Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered ventricular fibrillation therapy and wanted a latitude review. Boston scientific technical services walked through the caller and stated that the episode was induction, and the device functioned as programmed. As of this time, this ICD remains in service. No adverse patient effects were reported.